Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial blank display. The customer¿s blood glucose level was 288 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose. Customer called because she has blank lines across the screen and she is unable to see or read anything that the pump says. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump was received with cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.